Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial capsular bag tear occurred during a laser assisted cataract surgery of the left eye. Reporter indicated there was no issue during laser portion, but found a radial tear happened during bi-manual irrigation and aspersion (I /a) stage, at the temporal incision. Surgeon carefully inserted the intraocular lens (iol), reported as well positioned and finished surgery. No harm to the patient reported.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A field service engineer (fse) went on site and assessed the system and was unable to find any nonconformity with the system. The root cause was unable to be determine conclusively as the system was found to meet specifications. (B)(4)